Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2006 and alleged that he was having difficulty coding his meter. The medical affairs specialist listened to the recorded call between the lfs customer service rep and the pt to verify the info obtained and a letter was mailed in october since the user could not be reached by telephone for further clarification. The pt has recently purchased the meter and was unable to code the meter. It would have been helpful to know the exact date that he obtained the meter. On the same day he called lfs, he was feeling nervous and a little thirsty. He was not sure if he was high or low. He went to his physician's office and his blood glucose was 195 mg/dl. He was given a glyburide tablet as treatment. It would have been helpful to know the pt's diabetes treatment regimen. The meter issue was resolved with training. This complaint is being reported, as the pt was unable to test on his meter and during this time he had visited his physician with symptoms, where he received treatment. A replacement meter has been sent.